Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's pump was making abnormal sounds during auscultation. The doctor reported a "possible anatomical issue, tissue growth into the pump, or hematological issue".

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.